Event description:
It was reported that the patient came into clinic for a routine check. Upon interrogation, the telemetry was interrupted and the pulse generator went into back up vvi mode. After software download, normal device function resumed. The patient remained asymptomatic.